Manufacturer narrative:
Corrected data b5: the device displayed normal device characteristics and this isssue is no longer reportable.

Event description:
Additional information received following product analysis confirmed the device displayed normal device characteristics and the ipg reached normal end of life.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014.

Event description:
It was reported that the patient's ipg stopped accepting a charge and became inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.